Event description:
It was reported the ultrasound gastrovideoscope had a torn-out tip and a ripped pink rubber covering of the ultrasound probe. The issue was found during a reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut pink rubber. Based on the results of the investigation, the cause of the reported failure mode was cut on pink rubber and also component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.